Manufacturer narrative:
Continuation of d10: product ID: 97745, product type: programmer, patient. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: on (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 09-sep-2028, UDI#: (B)(4), product ID: 977a260, serial/lot#: (B)(6), ubd: 09-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-dec-18, rtg0717677 (con): information was received from a friend/family member regarding a patient who was implanted with an im plantable neurostimulator (ins). The caller reported the patient went to the doctor's office yesterday, and they programmed in therapy group c. The caller stated they attempted to increase the intensity within group c and accidentally switched to group b and are now seeing a message cannot provide desired intensity settings. The agent walked the caller through changing therapy from group b to group c. The caller attempted to increase therapy within group c program 1, but reported the screen did not change when they pressed 1. The caller switched to group a and was able to successfully increase intensity. The caller again switched to group c and was unable to access the intensity screen. The agent reviewed information and the role of the rep and the patient was redirected to their healthcare provider to further address and make programming adjustments as needed. No symptoms were reported. Additional information was received, it was reported that after the implant the representative was unable to adjust the ins. The patient stated they were in terrible pain. The patient noted the ins was difficult to adjust and patient worked with the new settings but had no help for the worst spot. The patient had another appointment with little results. The patient waited a couple of weeks for another appointment. The patient's representative put in new settings that did not help. The patient had another appointment 2 weeks later in which the representative stated they were unable to get it to go to the patient's worst spot. The patient was instructed to shut if off for 2 weeks. The patient then asked the nurse to help and they were able to get it closer to the spot. However afterwards the patient was unable to raise the intensity. The patient called their healthcare provider who stated that the patient would need an x-ray. The x-ray showed the lead that would affect the patient's bad spot and it had slipped down. The patient was going to a neurosurgeon in order to have better paddles put in.